Event description:
We received an allegation of questionable inr results for four patients with the coaguchek xs meter serial number up1281000 compared to a laboratory stago analyzer with an unknown reagent. At 7:34 a.m., patient a's meter result was 4.2 inr. At 8:20 a.m., the patient's laboratory result was 3.2 inr. At 10:53 a.m., patient b's meter result was 4.1 inr. At 12:38 p.m., the patient's laboratory result was 2.7 inr. At 11:23 a.m., patient c's meter result was 5.1 inr. At 12:23 p.m., the patient's laboratory result was 3.7 inr. At 3:26 p.m., patient d's meter result was 4.2 inr. At 3:58 p.m., the patient's laboratory result was 3.2 inr. The therapeutic ranges for all four patients were requested but not provided.

Manufacturer narrative:
The test strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."